Event description:
It was reported that, during a procedure, a small piece of the firstpass suture broke off. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. A distal edge, on one side of the suture capture has broken off and was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close and lock the jaw. Pulling the lever and trigger simultaneously will deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness or damage or debris on the device tip between passes). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were not returned in any original packaging. Device one, a distal edge, on one side of the suture capture has broken off and was not returned. Bio debris is present. No other visual deficiencies. Device two has bio debris present and no other visible defect. A functional evaluation showed pulling the lever of device one will close and lock the jaw. Pulling the lever and trigger simultaneously will deploy the suture passer needle as intended. Device two showed pulling the lever will close and lock the jaw. Pulling the lever and trigger simultaneously will deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness or damage or debris on the device tip between passes). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.